Event description:
It was reported that the pt expired. The cause of death was "not documented"; per the reporter, the death was unrelated to the implanted system. The pump contained morphine sulfate 25.0 mg/ml at 14.0 mg/day; clonidine 1200.0 mcg/l and baclofen 1300.0 mcg/ml in simple continuous mode.